Event description:
It was reported that the screen is frozen. It was reported that the pt unlocked pump and now it is frozen and stuck on the verify screen and went back to the default time and date. It was reported there is no exposure to water and no trauma to the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.